Manufacturer narrative:
On (B)(6) 2015, an fse conducted an on-site follow-up with the customer to address the reported event. The fse performed troubleshooting with the customer and found that for the first few controls of the day or if instrument sits for a couple hours, they are getting discrepant patient results. The waste pump and both liquid pumps and sv402 from waste pump to wash probe suction side were replaced. Daily start up and qc were run with a better results. Level 1 still has a low precision of l1 poor resulting in replacement of the diluent syringe, 2-way valve nd sample nozzle. Precision was run and the precision now reports level within range. The aia-360 analyzer was functioning as intended and all errors cleared. No further action required by field service. The most probable cause of the reported event was due to a defective waste pump and diluent syringe drive. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015, a customer reported discrepant patient results with their aia-360 analyzer. The customer is unable to run patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in discrepant patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.